Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2e / k2 edta blood collection tubes experienced stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: 'I am a worker in a clinical laboratory, I am in charge of the clinical hematology section of the hospital where I work and in recent weeks I have noticed that the k2 edta 7.2 mg tubes have the cap perfectly attached and it is not easy to uncover, but when uncovered, in attempt to close them again, the cap loses adherence to the test tube and can easily detach, causing contaminating hematological spills, it is imminent to mention that a large part of the samples that we process today come from patients in the sars area. Cov-2."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Bd recommends usage of secondary stoppers for recapping purposes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® k2e / k2 edta blood collection tubes experienced stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: 'I am a worker in a clinical laboratory, I am in charge of the clinical hematology section of the hospital where I work and in recent weeks I have noticed that the k2 edta 7.2 mg tubes have the cap perfectly attached and it is not easy to uncover, but when uncovered, in attempt to close them again, the cap loses adherence to the test tube and can easily detach, causing contaminating hematological spills, it is imminent to mention that a large part of the samples that we process today come from patients in the sars area. Cov-2."